Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2019, a patient contact reported a fresenius peritoneal dialysis (pd) patient who experienced an ¿m31-air detected in cassette¿ alarm and a fluid leak inside the cassette door of the liberty select cycler. During the call the liberty select cycler was processed for replacement and the patient did not complete their pd treatment. During follow-up with the pd nurse, it was reported the patient subsequently had cloudy pd effluent (date unknown) and as a result, a pd culture was obtained, and the patient was initiated on prophylactic antibiotic (gentamycin) for suspected infection. However, per the nurse, the pd culture resulted negative for infection/peritonitis and the patient prophylactic antibiotic therapy was discontinued. Reportedly, the patient has received the replacement cycler and continued pd therapy without further reported issues.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.